Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. Another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic along with part of the lens optic were torn off and missing. Clear surgical residue debris on the product. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.